Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted the rear/front housing and upstream sensor seal were damaged. Downstream sensor was worn. Error code 1720 was on the pump display and unable to download in the event history log. The complaint was confirmed. The root cause was the back-up-capacitor had a broken wire however it was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the back-up-capacitor and the device passed all functional and delivery tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed error code 1720. No patient injury reported.